Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found during investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine mapping appointment in situ testing revealed affected channels for the right side device. The parents of the recipient reported that it is possible that trauma to the head occurred. The recipient was re-implanted on (B)(4) 2019. According to device explant report, granulation was observed in the cochlea as well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine mapping appointment in situ testing revealed affected channels. The parents of the recipient reported a possible impact to the head could have occurred. There have been no changes in health or medication.the recipient will be re-implanted.